Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the insulin pump showed blank display after changing battery. Display was not blank for less than 30 seconds and then returned. Display was blank at time of call. Contacts on the battery cap were damaged. The insulin pump was neither bumped nor dropped. Insulin pump had crack near the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.